Manufacturer narrative:
The pt has not yet been revised. The surgeon has sent copies of the xrays and the rods have definitely fractured. The surgeon believes it is due to a pseudoarthrosis. The parts will be sent to us for evaluation after the revision surgery.

Event description:
Two rods have fractured in a long spinal deformity construct. Revision surgery is being scheduled but has not been performed yet to remove and replace the devices.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the rod remains with the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of applicable material, inspection, and manufacturing records of possible device manufacturing dates according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint trends related to this rod fracture did not reveal any contributing information. According to the applicable product line risk related documents, k2m has identified that the rod may have failed due to non-union, misplacement, surgical technique. Several other causes which may have been contributed to this issue could be excessive force/trauma, inappropriate activity during recovery as identified in the IFU. A review of all applicable risk related documents revealed that k2m addresses potential rod fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary.

Event description:
It was reported that two rods fractured in a long spinal deformity construct approximately 4 - 6 months post-op.